Manufacturer narrative:
Additional suspect medical device component (s) involved in the event: product family: infinion 16. Upn: m365sc231650e0. Model: sc-2316-50e. Serial:(B)(6). Batch: 7240986.

Event description:
It was reported that the patient passed away four days after the implant of the spinal cord stimulator (scs) trial leads. It is not known what caused the patients' death, however the physician assessed it was not device related, and that nothing occurred during the procedure that may have caused the patients' death. No additional information was provided.